Manufacturer narrative:
D10: no concomitants available. The product associated with the reported event was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 144 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, effusion, synovitis, delamination of the tibial polyethylene, worn patella, loosening and joint laxity. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the serial/lot information of the product involved in the event was not available. It was discovered that a bag used in the packaging of our polyethylene inserts had been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in revision surgery. The non-conforming bags were also used in the packaging of our patella components. An additional hhe and crc were held to assess the risk of the non-conforming packaging specifically related to patella components. Patella components packaged in non-evoh vacuum bags, which have a maximum 5-year shelf-life prior to expiration, have reduced risk of oxidative degradation. Since manufacturing information was not available for the components, it could not be confirmed whether the devices were packaged in non-conforming vacuum bags. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Based on the age of the patient¿s devices and the available information, there is no evidence or information to suggest that the reported loosening is manufacturing-related. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted over ten years prior to the reported event. Potential contributions of users and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.